Manufacturer narrative:
We have inspected the qc documents of three lots that were sent to the distributor and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. Original implant date unknown. Device was used for unknown treatment. As soon further information from the distributor gets available a follow-up report will be submitted.

Event description:
A clavicle plate medial 3.5mm, 8-hole broke after an unknown time period. No further information were provided.